Manufacturer narrative:
H3: product analysis found that visually, the device was in a broken condition when returned. There were traces of contamination found on the outer tube and the diamond tip. There was no damage noted on the outer tube, outer hub, or the irrigation port. However, the inner shaft was broken off/detached from the outer assembly. The distal end of the inner shaft remained inside the outer tube. The broken shaft measured 0.767 inches from the distal end of the inner hub to the broken point. There were traces of striations found on the broken inner shaft (near the distal end of the inner hub and at the broken point of the shaft). For further analysis, the outside diameter of the inner hub was measured, and it was slightly out of specifications. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.335 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, bur was not rotating and broken. Another product was used to complete the procedure. There was no patient injury related to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.